Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via brachial artery. The 70% stenosed, 2.65 x 37 mm, eccentric, de novo target lesion with a bend between 45 and 90 degrees was located in the moderately tortuous, non-calcified left anterior descending (lad) artery. A 2.75 x 38 synergy¿rug eluting stent was advanced to treat the lesion. However, upon advancing the device, it was noted that the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.